Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure. The battery was inserted into the powered handle and the adapter was connected with no problem. The reload was loaded and the jaws were check with no problem. The surgeon inserted the device into the patient cavity, clamped tissue, and attempted to fire but the status indicator lights were illuminated blue and the reload indicator light was flashing. The product did not lock on tissue and was removed from the tissue without damaging it. The device could not be fired. Some staples were observed to have disengaged from the staple pocket of the reload. Nothing fell into the patient's cavity. To complete the procedure, another device was used.